Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2019. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as the lens remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is unhappy with her lens in her left eye as her vision is fuzzy and she cannot read close up or see distance vision because of the blurriness. The lens was implanted in (B)(6) 2019, around one week post-operative the patient started noticing the impaired vision, and shortly after her implant, the surgeon conducted a yttrium aluminum garnet (yag) procedure. The patient was still dissatisfied. The patient was then referred to a retina specialist and later a cornea specialist. Both specialist's told the patient her retina and cornea were fine. The patient is not happy she still has to use readers or glasses. At this time, the lens remains implanted. No additional information was provided.